Event description:
The company received the following customer report: "leaks were found to be where the pilot line connects to the cuff." The reporter stated the extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.